Event description:
It was reported that during the implant and placement of this lead the pace impedance measurements were abnormal and loss of capture was noted. The device was thus downgraded, and the lead was not used. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the date of the event, and implant and explant date.

Event description:
It was reported that during the implant and placement of this lead the pace impedance measurements were abnormal and loss of capture was noted. The device was thus downgraded, and the lead was not used. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed up update the patient identifier.

Manufacturer narrative:
This product was expected to be returned. Should the product be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the implant and placement of this lead the pace impedance measurements were abnormal and loss of capture was noted. The device was thus downgraded, and the lead was not used. The lead was expected to be returned. No adverse patient effects were reported.